Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 19.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). The reported device was returned for investigation. Visual inspection of the as returned product identified a significant amount of debris about the threads, drive feature, and collar. The collar itself is fractured. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth # 19 and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and fracture. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and one similar complaint was identified for this product lot. Complainant reported that the implant fractured in the patient's mouth and had to be removed. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.